Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer's insulin pump was not delivering insulin and that she experienced high blood glucose levels. The customer's blood glucose was 542 mg/dl. The customer treated her high blood glucose with a manual injection. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer expressed nausea, weakness, tiredness and thirst as symptoms related to her high blood glucose. While troubleshooting, it was found that the drive support cap appeared normal and that no air bubbles were present. It was also found that the customer had not been taking corrections as needed and was not bolusing for meals properly. The customer confirmed that she would contact her healthcare provider regarding any additional issues with the insulin pump. The customer did not return the product for analysis.